Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the femoral slap hammer was damaged and that the extractor spring was also damaged. The damage was noticed while preparing the instruments for sterilization, not during surgery. Attempts have been made, and no further information has been provided.